Event description:
The facility representative reported a colleague infusion pump which expereinced failure code 810:04. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to a defective air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump that experienced a false upstream occlusion alarm on channel c during set-up. The facility representative stated that there were no reports of patient injury or medical intervention. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).